Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. Lv output was programmed to the maximum settings, but there was still no capture. The implantable cardioverter defibrillator was programmed to deliver only right ventricular pacing.